Event description:
It was reported that top jaw broke off during an arthroscopic shoulder surgery. No significant delay or patient injury reported.

Manufacturer narrative:
A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the jaw broke off during surgery. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Excessive force applied to the device can result in damage to the device and device failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.